Manufacturer narrative:
Section b4: corrected date of this report

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the u link plunger to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed to open. The customer stated that there was no patient harm or delay in dispensing medication since the medications were accessible at another station. There were no adverse events or injuries reported based on this event.